Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged damage on battery compartment found on (B)(6) 2021. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Test p-cap successfully locked into the reservoir tube. Unit successfully downloaded to thus. Unable to perform displacement test due to pump error alarms. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label damage, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. Additionally, pump error 38 was noted during testing.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.